Event description:
The distributor contacted animas on (B)(6) 2013 alleging a display color spectrum issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: on investigation, the pump powered on normally to the verify screen as per normal operation. The display was noted to be dim and discolored.